Event description:
Per the clinic, the patient experienced a dislodgement of the internal magnet during an MRI scan (tesla strength unknown). It is unknown whether the patient's head was wrapped per the manufacturer's guidelines. In (B)(6) 2017, the patient underwent revision surgery to correct the magnet placement. The implanted device remains.